Manufacturer narrative:
On 04/21/15, hitachi dispatched a service engineer to investigate the incident. The injury occurred as the table was raised. The patient was positioned feet first and prone, so it appeared that her toes were pressing against the front cover of the magnet. There is a 5mm gap between the cover and the table trolley (that moves the table into the magnet). The service engineer and site technologists determined that the patient's toe could catch the gap as the table was raised and be pinched. This area is a known pinch hazard and warning labels are affixed in three places in the vicinity. Inspection of the gap between the table and gantry found it to be within specification. The table is detachable and has a gap of less than or equal to 5mm when docked. Service checked another system and all mechanical aspects of the system were the same. Indications are that the operator may not have noticed the patient's foot position as the table was raised to avoid the pinch hazard. The table controls are on the gantry front so the technologist is next to the table as it is raised. No indication of a system malfunction was noted.

Event description:
On (B)(6) 2015, a patient arrived at the site to have a MRI breast scan on the hitachi echelon oval. The patient was being positioned for a breast MRI laying on her stomach. Patient has had recent abdominal surgery and the technologist was very focused on padding and accommodating her for comfort on her abdomen. As table was being raised the patient let out a loud scream and said " my toe". The technologist looked down and saw her right great toe was pinching between the table and machine. The technologist lowered the table and her toe was released. The patient sat up and claimed to be in extreme pain and said it was shooting up to her knee. The technologist applied ice to the area and let her rest until she felt comfortable getting up. The technologist offered to have the doctor look at her foot but she declined. When she did stand up the toe started to bleed a little so the technologist applied a band aide. At this time the patient said pain had moved up into her hip. She declined again to be checked out by their physician. On (B)(6) 2015: the site manager called the patient to check up on her. She reported that the bleeding in her toe didn't stop until 630p the previous night. She ended up bandaging it in gauze and had to change it 4 times. She said she spoke to her family physician and they decided to give it 48 hours of rest, elevation and ice to see if the swelling went down before deciding if an x-ray was necessary. On (B)(6) 2015: the site manager followed up with the patient. She said on thursday (B)(6), she went to the urgent care after hours. She said the pain was extreme and the swelling was increased and it had started to bleed again. She said they "drilled the toenail" to release the pressure and took xrays. The doctor there called it a "subungal hematoma". The xrays were sent to the hospital for interpretation, but she hasn't heard anything back from them yet. She has a call into her primary care physician for a referral on what kind of doctor to see next, as it is still bleeding. She still cannot wear a shoe. On (B)(6) 2015: the patient saw a doctor and underwent a "small surgical procedure" to remove her toenail. She said there had been some soft tissue damage to the nail bed during the incident and the removal of the nail was necessary to allow it to drain and heal properly. She will be in a surgical boot for the next two weeks.